Event description:
It was reported that the lead screw nut has come loose from the snaplock on the handpiece. No case involved.

Manufacturer narrative:
H3, h6: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The initial visual/functional inspection was performed, which confirmed the reported event. Visual inspection confirmed that the leadscrew nut is still intact but partially unthreaded from the snaplock drill carrier. The root cause of this issue was found to be supplier / raw material fault.